Event description:
It was reported that the stent graft would not deploy during a procedure to implant the stent in an a/v graft pseudoaneurysm. A second stent graft was used without any difficulty. No injury to the patient was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not arrived at the manufacturing facility for evaluation to date; therefore the results of the investigation are inconclusive and the root cause is unknown. This application represents an off-label use for this device. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.